Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, the ¿no image¿ issue was confirmed with the otv-s400. The instruction manual identifies the following related verbiage: otv-s400 instruction manual: chapter 5 inspection: 5.3 connection of a camera head. Caution: make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process.the olympus service center found the circuit board on the rear panel is defective. The 3g serial digital interface (sdi) hd signal has no function. The circuit board needs to be replaced. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, there was no image on the visera 4k uhd camera control unit. There were no reports of patient injury associated with this event.